Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an episode of ventricular tachycardia (vt) that was correctly detected and treated by the device. However, the arrhythmia was not converted with the delivered shock and the vt continued for approximately 10 seconds before the patient spontaneously converted. The shock impedance measurement was higher than expected, but not out of range, at 118 ohms. At the implant procedure in 2019 the impedance measurement had been 80 ohms, and the induced vf converted successfully with a 65 joule shock. The physician planned a new defibrillation threshold (dft) test. During testing, the vf was induced and was properly detected, but the 65 joule shock was unsuccessful in converting the arrhythmia; the vf continued but was undersensed so an 80 joule commanded shock was manually delivered. That shock was successful, and the shock impedance was lower, at 107 ohms. It was noted that the patient had quit smoking but had gained some weight since the implant procedure. X-rays taken at implant were compared to current x-rays and the system did not appear to have moved, although there was possibly more adipose tissue between the device and the ribs in the current x-rays. Because the patient had frequent vts, the physician decided to explant the s-ICD system and implanted a non-boston scientific transvenous system. The explanted products were not intended to be returned for analysis.